Event description:
It was reported that the patient presented to the ER complaining of shortness of breath and some chest discomfort for a couple of days. The right ventricular (rv) lead exhibited an increase in thresholds as well as a loss of capture. The lead output was increased, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.